Event description:
It was reported that the patient underwent an initial left elbow replacement procedure. Subsequently, the patient was revised due to bearing wear. The humeral bearing was removed and replaced.

Manufacturer narrative:
(B)(4). Concomitant medical products: coonrad/morrey interchangeable ulnar assembly, cat: 32-8205-53-01, lot: 62733349. Coonrad/morrey total elbow pin/bushing replacement kit small/regular, cat: 32-8105-25-01, lot: 64223127. Report source: foreign: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: interchangeable ulnar assembly for cemented use only small left cat: 32810505301 lot: 62733349. Pin/bushing replacement kit small/regular cat: 32810502501 lot: 64223127. Visual examination of the provided picture identified the bearings and pins were explanted during the revision. One bearing in the picture is clearly worn and deformed. A fragment has been generated but it is unknown if this is due to wear or from removal. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03395. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: a2; b6. Visual examination of the returned product shows wear and tear. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. X-rays were initially provided; however, they were not sent for review as the dates they were taken are unknown and wear would be difficult to identify in the current images. Op notes were not provided. It remains that a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.